Event description:
Provider states right rear armrest receiver bracket that is welded onto the side frame is bent outward. He is going to replace the attaching hardware socket also just to make sure nothing is wrong with that due to the other pc being bent.